Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an implant procedure a right ventricle lead was attempted to be implanted however when the helix was extended and retracted several times as indicated for positioning the helix could no longer extend. Lead fracture was suspected. A new lead same product model was used to complete this procedure. No adverse patient effects were reported. This lead has since been returned for investigation and the results are as enclosed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure a right ventricle lead was attempted to be implanted however when the helix was extended and retracted several times as indicated for positioning the helix could no longer extend. Lead fracture was suspected. A new lead same product model was used to complete this procedure. No adverse patient effects were reported. This lead was expected for return but has not been received. Should the product be returned, a follow up report will be submitted.